Manufacturer narrative:
Study report. The stent remains in the patient. The lot number was provided. Hypotension is a known possible adverse event associated with the use of the device as listed in the rx acculink instructions for use. There was no device malfunction reported. The lot history record was reviewed, and there are no non-conformities associated with this lot number.

Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of ae: after the procedure. It was reported that post a right internal carotid artery stenting procedure, the patient became hypotensive. A dopamine drip was started and the patient was given midodrine. Two days postprocedure, the dopamine drip was stopped and the patient was discharged to home with instructions to continue the midodrine for one more day. Although requested, there was no additional information provided.